Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level (522-523 mg/dl) and trace ketones. The customer alleged the cause was due to an "insulin delivery" issue. Tandem technical support performed a system check and confirmed the pump functioned as intended. Prior to going to the ER, the customer attempted to treat the bg by administering an insulin injection. While at the hospital, the customer was treated with intravenous saline and insulin. The customer was released 3 hours later with no permanent damage. The customer reverted to an alternate method of insulin therapy.